Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin (accutni) results, within the risk stratification range, for one patient over two days, on (B)(6) 2011 and on (B)(6) 2011. This report documents the event on (B)(6) 2011. The elevated result was reported out of the laboratory, and questioned by the clinical staff as the patient's I-stat troponin result was within the normal reference range. Repeat testing on the same instrument produced lower results within the normal reference range, and the result was reported. There was no report of death, injury, or change to patient treatment in association to this event.

Manufacturer narrative:
The sample was serum collected on (B)(4) 2011 at 11:15, and was centrifuged at 3000g for ten (10) minutes at room temperature. The customer noted that the sample was filled to the mark and clear. Per customer provided data, a passing accutni calibration was performed on (B)(4)2011 prior to the event. All qc results were on target before and after the event. A passing system check was performed on (B)(4) 2011 prior to and after the event. Service was not dispatched for this event. No clear root cause could be determined for this event. Associated MDR: 2122870-2011-06056.